Event description:
It was reported, the patient never had therapeutic effect and a decrease in therapeutic effect during the night. It was stated, the device was working and the patient was feeling stimulation, but it was not ¿doing anything¿ for them. The stimulation sensation was felt down the patient¿s thigh and into the feet and toes. Programs had been changed several times and the symptoms were similar to the baseline symptoms. The urgency was ¿terrible.¿ the patient had control ¿pretty much¿ during the day. The patient had a good original trial per their health care provider¿s (hcp¿s) office but they were not having the same benefit after implant despite them trying to reprogram. The patient was also getting some foot stimulation that they couldn¿t program around. The patient¿s original trial, or the peripheral nerve evaluation (pne), was also done using fluoroscopy and they had a challenging sacrum although they did get good therapeutic benefit and went to implant. The office was very knowledgeable in programming and tried different settings over time. They decided to revise the lead to see if they could replicate the benefits and site of stimulation that they got during the trial. It was very challenging in the case even on the other side to get a good lead placed that didn¿t also have more motor response in the foot than desired. With a new lead in place and while testing the original lead with the j-hook white patient cable, in essence it was virtually identical on either side in terms of motor response. It was decided at that point to remove everything since the patient would likely have the same type of sensations going forward. In the end the patient was doing fine with no complications but all device hardware had been removed. The patient really just had a very thick and challenging sacrum to get the tined lead in proper position. Diagnostic testing or troubleshooting of testing the new and original leads and comparing results was performed. It was unknown if the issue was resolved and the cause of the event was not determined. The action required as a result of the event was explant of the lead and implantable neurostimulator (ins). The ins and lead would not be returned as the customer discarded them. The patient was alive with no injury and there were no symptoms or complications associated with the event.

Manufacturer narrative:
Product ID 3093-28, lot# va0938x, implanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, lot# unknown, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).